Event description:
It was reported that the device failed for no apparent reason during induction of general anesthesia. The device displayed and alarmed with: "ventilator failure - controlled ventilation has failed. Switch to man/spon mode". The patient was ventilated manually. No injury was reported.

Manufacturer narrative:
The log file provided was analyzed for the investigation. A technical failure was not found. The described problem of the ventilator could be reconstructed. The cause was a pressure difference between the inspiratory and expiratory pressure values during inspiration. The atlan reacted correctly and switched to the man/spont configuration in accordance with its safety concept and indicated this to the user. Possible root causes are an excessive breathing tube resistance, for example due to soaked filters or kinked tubes. The occurrence of condensation in the pneumatic circuit is a procedural problem that is not related to the workstation itself. Dräger finally came to the conclusion that the measured pressure difference was a temporary problem. A failure at the hardware is unlikely, as the pressure sensors are regularly checked during the system test and during operation. The on-site inspection also revealed no technical problems. Appropriate risk mitigation measures are in place, some of which are the responsibility and under the control of the user. Based on the results of the investigation, the case has now been classified as non-reportable.

Event description:
It was reported that the device failed for no apparent reason during induction of general anesthesia. The device displayed and alarmed with: "ventilator failure - controlled ventilation has failed. Switch to man/spon mode". The patient was ventilated manually. No injury was reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report. H3 other text : on-going.